Event description:
It was reported to boston scientific via an article published in biomedical reports that a single center retrospective study evaluated the eternal dilemma between percutaneous nephrostomy (pcn) and double j stenting (djs) in the management of patients with ureteral obstruction. A total of 317 consecutive patients, both male and female, between the year of 2019 and 2023, were presented to the emergency room with ureteral obstruction due to benign or malignant etiologies and were resolved surgically by djs or nephrostomy tube, were included in the study. Specifically, 155 patients underwent pcn and 217 underwent djs placement. Statistical analysis included chi square testing for complication rates, repeated measures anova for laboratory trends over time, bonferroni corrected multiple comparisons, mancova with age as a covariate, and independent sample t-tests for hospitalization duration. Results demonstrated that pcn was superior to djs in terms of renal function preservation and patient perceived quality of life. However, pcn was associated with a higher rate of post operative complications compared with djs. Overall, the study concluded that both pcn and djs are viable options for ureteral obstruction in urgent settings, with pcn offering improved renal outcomes and quality of life (qol) at the expense of increased complication rates. These findings could help the surgeon choose the right kind of intervention for each patient.

Manufacturer narrative:
Block b3: date of event: approximated to february 18, 2025, as to when the literature report was published. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: dr raffaele baio, department of urology, umberto I hospital of nocera inferiore, nocera inferiore, I 84014 salerno, italy. Email: dott.rbaio@gmail.com. Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device.